Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states the right side frame cracked near the rear arm area. Consumer states the chair has already been replaced by spinlife. No additional information provided.